Event description:
It was reported that the collimator on the 9800 system closed down during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The pin connector wire was repaired during the service call. The system was tested and found to be working as intended and put back into service.